Event description:
A caller reported a malfunction on a pump, displaying malfunction code "malf 9." There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if the issue reappeared. The caller acknowledged and understood these instructions.